Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that a few days ago noticed a return of symptoms, they said that they went through airport security about a month ago and didn't turn the therapy off and now it wasn't doing anything. The patient said that there had been some fecal incontinence which made the patient think that they needed to increase the stimulation. When asked, they had no big changes to diet or medications however they said that they made their meals even simpler and less fussy by cutting out all possible fiber irritants and it still continued to be bad. The patient confirmed they received implant for fecal incontinence and it never helped for urinary issues. The agent reviewed therapy information and general programming guidance. With instruction, the patient connected to their implant and switched programs. The patient will maintain stimulation level and will continue to track symptoms. It was confirmed stimulation was in the bicycle seat area and comfortable.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.